Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
The pad-pak was first installed on the 24th october 2012 and passed all self-tests up to the 27th september 2015. The pad-pak was removed and reinstalled on two occasions for up to 7 weeks during this time. Manual power ups of under one duration were recorded during this time. On three occasions between (B)(4) 2015 power ups over 10 minutes duration were recorded suggesting the device detected an in-range patient impedance. After each occasion there was no significant increase in voltage to suggest a further pad-pak was installed. The user accessible memory was erased therefore no further data is available. The device records multiple self-test fails due to a real time clock error, the real time clock was failing to increment. Investigation found the reported fault can be attributed to damage to the coin cell battery. The coin cell was found to be disconnected from the printed circuit board. This resulted in the failure of the real time clock and the red status led. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.